Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the malfunction, cts instructed the caller to use mdi as a backup therapy and provided instructions for putting the pump into storage mode.